Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g2 (study): study: e7170 mantis clip registry clinical trial. Block h6: imdrf patient code e2321 captures the reportable event of hypotension. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact codes f2303, f2202, f2203 f08 capture the reportable events of medication required, endoscopic procedure, imaging required and hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during a gastric peroral endoscopic myotomy (g-poem) procedure performed on (B)(6) 2023, as part of the e7170 mantis clip study for subject (B)(6). During the procedure, mantis clips were successfully placed inside the patient without problems. On (B)(6) 2023, the patient was hospitalized due to abdominal pain, fever and hypotension post-procedure. It was reported that the patient was given antibiotics. On (B)(6), 2023, an upper endoscopy procedure was performed to evaluate the mucosectomy site and another five mantis clips were placed inside the patient. Additionally, a computed tomography (CT) scan and x-ray were performed. There was no alleged malfunction reported to the mantis clips placed on (B)(6), 2023. The event was considered resolved and the patient was discharged from the hospital on (B)(6), 2023. In the physician's assessment, the events of abdominal pain, fever and hypotension were causally related to the study procedure, the mantis clips and the non-mantis clips. In the physician's assessment, the events of abdominal pain, fever and hypotension were probably related to the endoscopic procedure.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g2 (study): study: e7170 mantis clip registry clinical trial. Block h2: additional information: block b5 (describe event or problem). Block h6: imdrf patient code e2321 captures the reportable event of hypotension. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e233605 captures the reportable event of septic shock. Imdrf impact codes f2303, f2202, f2203 f08 capture the reportable events of medication required, endoscopic procedure, imaging required and hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during a gastric peroral endoscopic myotomy (g-poem) procedure performed on (B)(6) 2023, as part of the e7170 mantis clip study for subject (B)(6). During the procedure, mantis clips were successfully placed inside the patient without problems. On (B)(6) 2023, the patient was hospitalized due to abdominal pain, fever and hypotension post-procedure. It was reported that the patient was given antibiotics. On (B)(6) 2023, an upper endoscopy procedure was performed to evaluate the mucosectomy site and another five mantis clips were placed inside the patient. Additionally, a computed tomography (CT) scan and x-ray were performed. There was no alleged malfunction reported to the mantis clips placed on (B)(6) 2023. The event was considered resolved and the patient was discharged from the hospital on (B)(6) 2023. In the physician's assessment, the events of abdominal pain, fever and hypotension were causally related to the study procedure, the mantis clips and the non-mantis clips. In the physician's assessment, the events of abdominal pain, fever and hypotension were probably related to the endoscopic procedure. Updated: it was reported to boston scientific corporation that a mantis clip device was used in the stomach during a gastric peroral endoscopic myotomy (g-poem) procedure performed on (B)(6) 2023, as part of the e7170 mantis clip study for subject (B)(6). During the procedure, mantis clips were successfully placed inside the patient without problems. On (B)(6) 2023, the patient was hospitalized due to abdominal pain, fever and hypotension post-procedure. It was reported that the patient was given antibiotics. On (B)(6) 2023, the patient presented with vomiting and mucosal injury. An upper endoscopy procedure was performed to evaluate the mucosectomy site and another five mantis clips were placed inside the patient. Additionally, a computed tomography (CT) scan and x-ray were performed. There was no alleged malfunction reported to the mantis clips placed on (B)(6) 2023. The event was considered resolved and the patient was discharged from the hospital on (B)(6) 2023. On (B)(6) 2024, the patient went to the ER and was then admitted for further management due to severe epigastric abdominal pain, hypotension, tachycardia and elevated wbc concerning for septic shock. On (B)(6) 2024, it was noted that the septic shock was due to the procedure and the mucosotomy opening. In the physician's assessment, the events of abdominal pain, fever and hypotension were causally related to the study procedure, the mantis clips and the non-mantis clips. In the physician's assessment, the events of abdominal pain, fever and hypotension were probably related to the endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during a gastric peroral endoscopic myotomy (g-poem) procedure performed on (B)(6) 2023, as part of the e7170 mantis clip study for subject (b)(6. During the procedure, mantis clips were successfully placed inside the patient without problems. On (B)(6) 2023, the patient was hospitalized due to abdominal pain, fever and hypotension post-procedure. It was reported that the patient was given antibiotics. On (B)(6) 2023, the patient presented with vomiting and mucosal injury. An upper endoscopy procedure was performed to evaluate the mucosectomy site and another five mantis clips were placed inside the patient. Additionally, a computed tomography (CT) scan and x-ray were performed. There was no alleged malfunction reported to the mantis clips placed on (B)(6) 2023. The event was considered resolved and the patient was discharged from the hospital on (B)(6) 2023. On (B)(6) 2024, the patient went to the ER and was then admitted for further management due to severe epigastric abdominal pain, hypotension, tachycardia and elevated wbc concerning for septic shock. In the physician's assessment, the events of abdominal pain, fever and hypotension were causally related to the study procedure, the mantis clips and the non-mantis clips. In the physician's assessment, the events of abdominal pain, fever and hypotension were probably related to the endoscopic procedure.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g2 (study): study: e7170 mantis clip registry clinical trial. Block h6: imdrf patient code e2321 captures the reportable event of hypotension. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e233605 captures the reportable event of septic shock. Imdrf impact codes f2303, f2202, f2203 f08 capture the reportable events of medication required, endoscopic procedure, imaging required and hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during a gastric peroral endoscopic myotomy (g-poem) procedure performed on (B)(6) 2023, as part of the e7170 mantis clip study for subject (B)(4). During the procedure, mantis clips were successfully placed inside the patient without problems. On (B)(6) 2023, the patient was hospitalized due to abdominal pain, fever and hypotension post-procedure. It was reported that the patient was given antibiotics. On (B)(6) 2023, an upper endoscopy procedure was performed to evaluate the mucosectomy site and another five mantis clips were placed inside the patient. Additionally, a computed tomography (CT) scan and x-ray were performed. There was no alleged malfunction reported to the mantis clips placed on (B)(6) 2023. The event was considered resolved and the patient was discharged from the hospital on (B)(6) 2023. In the physician's assessment, the events of abdominal pain, fever and hypotension were causally related to the study procedure, the mantis clips and the non-mantis clips. In the physician's assessment, the events of abdominal pain, fever and hypotension were probably related to the endoscopic procedure. Updated: it was reported to boston scientific corporation that a mantis clip device was used in the stomach during a gastric peroral endoscopic myotomy (g-poem) procedure performed on (B)(6) 2023, as part of the e7170 mantis clip study for subject 0228g006. During the procedure, mantis clips were successfully placed inside the patient without problems. On (B)(6) 2023, the patient was hospitalized due to abdominal pain, fever and hypotension post-procedure. It was reported that the patient was given antibiotics. On (B)(6) 2023, the patient presented with vomiting and mucosal injury. An upper endoscopy procedure was performed to evaluate the mucosectomy site and another five mantis clips were placed inside the patient. Additionally, a computed tomography (CT) scan and x-ray were performed. There was no alleged malfunction reported to the mantis clips placed on (B)(6) 2023. The event was considered resolved and the patient was discharged from the hospital on (B)(6) 2023. On (B)(6) 2024, the patient went to the ER and was then admitted for further management due to severe epigastric abdominal pain, hypotension, tachycardia and elevated wbc concerning for septic shock. On (B)(6) 2024, it was noted that the septic shock was due to the procedure and the mucosotomy opening. In the physician's assessment, the events of abdominal pain, fever and hypotension were causally related to the study procedure, the mantis clips and the non-mantis clips. In the physician's assessment, the events of abdominal pain, fever and hypotension were probably related to the endoscopic procedure.

Manufacturer narrative:
Block a1: patient ID: (B)(6) block g2 (study): study: e7170 mantis clip registry clinical trial block h2: additional information: block b5 (describe event or problem) block h2: correction: block h6 (patient codes) and block h10 (additional MFR narrative) block b7: correction: medical history. Block h6: imdrf patient code e2321 captures the reportable event of hypotension. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e233605 captures the reportable event of septic shock. Imdrf impact codes f2303, f2202, f2203 f08 capture the reportable events of medication required, endoscopic procedure, imaging required and hospitalization or prolonged hospitalization.